Manufacturer narrative:
(B)(4)

Event description:
Device 1 of 2 reference MFR report: 3008829311-2016-00092. It was reported the patient complained of left thigh pain when waking up from the drg trial procedure. The physician removed one of the trial leads in an attempt to relieve the pain. After the procedure was completed and the patient was moved to recovery, the patient continued to complain of left thigh pain, the patient was given a muscle relaxant. The patient stated the pain was not constant and would come and go as "zaps." Sjm representative spoke with the patient later in the day after the procedure and the patient reported experiencing allodynia in the left thigh but the pain had diminished some. Follow up two days later identified the patient stated the left thigh pain had returned and worsened with allodynia. The patient reported the left foot was swollen and there was slight numbness in the left shin up to the knee. The patient underwent the trial lead pull out on (B)(6) 2016. The patient reported the allodynia and pain had almost completely diminished approximately five minutes after pulling out the lead. The patient then reported the pain returned approximately one hour later. The physician prescribed the patient an oral anti-inflammatory steroid. Additional follow up identified the patient still has the pain and is being monitored by her physician.

Event description:
Device 1 of 2: reference MFR report: 3008829311-2016-00092. Follow up identified the patient met with the physician and the pain was still persisting. The physician increased the patient's medications to treat the pain. In addition, there are no other interventions planned.